Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, when the patient's cgm displayed 388 mg/dl, he went to the hospital for evaluation. Upon arrival to the emergency department (ed), his bg was 530 mg/dl. He was admitted to the ed, treated with IV fluids, IV insulin, and released about six hours later. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.